Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported issue and found the instrument to have a broken conductor wire at the yaw pulley, which resulted in a failed electrical continuity test. Thermal damage was identified on the wire-yaw pulley entry, the conductor wire weld, the conductor wire cap, the monopolar yaw pulley, the distal clevis, and the proximal clevis. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument arced, which was confirmed via isi's failure analysis investigation. Furthermore, damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location proximal to the intended location. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following were also found during this device's evaluation, but are not related to the reportable finding: the instrument was found to have the yaw cable frayed at the distal end. The instrument was found to have a dislodged flush tube, which is most commonly caused by user mishandling/misuse. The instrument also had various scratch marks with light material removed on the main tube. The scratch marks measured between 0.025¿ and 0.462¿ in length and are attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a permanent cautery hook instrument arced when energy was activated. The customer reported that the insulation appeared to be damaged. The procedure was completed with no reported patient harm, injury, or adverse outcome.